Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01710. It was reported that during a remote monitoring interrogation, a high pacing threshold was noted on the right ventricular lead and the pacing impedance was steadily rising. The physician decided and opted to cap and implant a new rv lead on (B)(6) 2020. During the procedure to implant the new lead, while in the process of opening the device pocket, the physician suspected the cause for the chronic rv lead problems was the ICD header had been anchored with nothing but a suture that was looped around the leads and also, the ICD had migrated somewhat laterally, resulting in more tugging on the leads and the rv lead bore the impact of this pressure. The device was removed from the pocket and disconnected from the leads while a new rv lead was placed, and the device was replaced back in the original implant position in the pocket. The patient was asymptomatic. No allegations were made of product deficiency. The patient was stable.